Manufacturer narrative:
The aquabeam handpiece was not returned per case details provided. Log file review confirmed the reported issue, as it was observed that waterjet was not visible during the alignment step. Root cause is undeterminable as the issue cannot be investigated further. A review of the device history record (DHR) for ab2000-e/serial number (B)(6) and aquabeam handpiece/lot number 24c04462 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported failure. The review indicated that the device met all design and manufacturing specifications when released for distribution. Sj-um0104-00 rev c, aquabeam robotic system user manual, ce was reviewed and states below. Section 11.2.23 physician: align waterjet nozzle. Press the foot pedal to visualize position of waterjet. Retract trus probe if needed by using knobs on trus stepper. Waterjet needs to be visible at 3 or 9 o¿clock. Check waterjet for overlap with the green alignment guide on the cpu. Note: if the waterjet is not visible when the foot pedal is pressed, then either: if trus image shows no hyperechoic artifact or a single hyperechoic artifact, then press the foot pedal while retracting the trus stepper until the waterjet becomes visible; or if trus image shows two hyperechoic artifacts, then press foot pedal while retracting the aquabeam handpiece nozzle until the waterjet becomes visible. Retract the nozzle by holding the right arrow button on the cpu keyboard. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during procedural setup, the aquabeam handpiece experienced an issue with jet alignment. Upon replacing the handpiece, the surgeon proceeded to successfully complete the procedure. This event resulted in a surgical delay of over 20 minutes. There were no adverse health consequences to the patient due to this event.